Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Ablation was done using a 1.5mm rotablator rotational atherectomy system. The physician attempted to perform pre-dilation using a 15mm x 2.75mm nc quantum apex balloon catheter however, the balloon ruptured at 20 atms. The device was then removed and exchanged with a different device. The procedure was completed and no patient complications were reported. The patient status was good.